Manufacturer narrative:
Pump received with corroded battery tube and reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump has broken off and the reservoir was no longer secure. Customer stated that they had missing piece. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.